Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to unspecified reasons. During the procedure the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. It was further reported that the patient experienced recurring incontinence leading to the procedure. The patient did not experience any further adverse events and was said to be recovering following the procedure. No more information available at the moment. Should additional information become available, it will be provided.